Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the clinical evaluation was able to confirm a type 5 endoleak and aneurysm sac growth. There is also evidence to support the following observations; (B)(6) 2014 due to suboptimal positioning of the proximal extension, migration of the suprarenal aortic extension, dilation of the main body stent, and blood loss. The clinical evaluation additionally found the following contributing factors to the reported event; off label use due to patient anatomy, suboptimal positioning of the proximal extension, and the migration of the proximal extension. The review of the manufacturing lot confirmed all devices met specifications prior to release. The explanted devices were returned for further evaluation and due to the nature of the failure the reported event could not be confirmed. The explanted devices did not display any additional damage or failures. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.

Manufacturer narrative:
The incident sample has been received and is pending evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and a suprarenal aortic extension. A follow up on (B)(6) 2016 showed aneurysm sac growth with no visible endoleak. The physician elected to explant the device and there was no endoleak into the sac. The physician identified a type 5 endoleak as the cause of the aneurysm sac expansion. The procedure was successful and there have been no additional adverse events reported for this patient.